Event description:
It was reported that the patient experienced unintended sensory stimulation when the sensory mode was started. There were no adverse consequences to the patient and no medical intervention was required. The procedure was completed successfully using the same machine.

Event description:
It was reported that the patient experienced unintended sensory stimulation when the sensory mode was started. There were no adverse consequences to the patient and no medical intervention was required. The procedure was completed successfully using the same machine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation and the reported event could not be confirmed. Based on the information given in the event description, the most likely root cause was determined to be due to unintended stimulation during the sensory mode. This is known to be an inherent effect of the multigen.

Event description:
It was reported that the patient experienced unintended sensory stimulation when the sensory mode was started. There were no adverse consequences to the patient and no medical intervention was required. The procedure was completed successfully using the same machine.